Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partly available. Review of the system log file by fse showed ipc communication timed out and there was a malfunction with ipc. Fse re-plugged and cleaned the ipc module. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that geometry movements were partially available. No harm was reported. A philips field service engineer (fse) visited the site and determined the geo ipc had a problem. After unplugging, cleaning and re-plugging the geo ipc, the device was returned to expected functionality. Philips has started an investigation for this complaint.